Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a salpingectomy due to complications from essure device). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, chills, flank pain, urine odour foul, lightheadedness, chest pain, cholelithiasis, back pain, bipolar disorder, panic attack, urinary incontinence, hot flashes, menses irregular, nausea, menstrual flow excessive, metrorrhagia, right lower quadrant pain, cough, shortness of breath, musculoskeletal pain, constipation and left lower quadrant pain. Concomitant products included gabapentin, lamotrigine, nabumetone, naproxen, nsaid's since 2009, paracetamol (acetaminophen) since 2009 and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced hot flush ("hot flashes") and nausea ("nausea"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"), 7 years 1 month after insertion of essure. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient was found to have urine analysis abnormal ("infection (bladder/ urinary tract/vaginal) type:abnormal ua") and experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a salpingectomy due to complications from essure device-one side removal of fallopian tube). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, urine analysis abnormal, depression, anxiety and dysmenorrhoea outcome was unknown and the hot flush, urinary tract infection and nausea had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, hot flush, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, urine analysis abnormal and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as she currently planning for essure removal. Earlier only salpingectomy mentioned for essure removal, in current pfs one side removal of fallopian tube has been mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming :depression, anxiety, dysmenorrhea. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received- new event hot flashes , urinary tract infection , nausea were added. Concomitant drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain/pelvic area pain") in a 35-year-old female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, chills, flank pain, urine odour foul, lightheadedness, chest pain, cholelithiasis, back pain, bipolar disorder, panic attack, urinary incontinence, hot flashes, menses irregular, nausea, menstrual flow excessive, metrorrhagia, right lower quadrant pain, cough, shortness of breath, musculoskeletal pain, constipation and left lower quadrant pain. Concomitant products included gabapentin since 2016, lamotrigine, nabumetone, naproxen since (B)(6) 2016, nsaids since 2009, paracetamol (acetaminophen) since 2009 and trazodone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and hot flush ("hot flashes"), 5 months 27 days after insertion of essure. On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain lower ("left lower quadrant area pain"). In september 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/anxiety"). On (B)(6) 2016, the patient was found to have urine analysis abnormal ("infection (bladder/ urinary tract/vaginal) type:abnormal ua") and experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain") and back pain ("lower back area pain"). The patient was treated with alprazolam, duloxetine, lamotrigine (lamictal), lorazepam and surgery ((B)(6) 2016 salpingectomy due to complications from essure device-one side removal of fallopian tube). At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, urine analysis abnormal, depression, anxiety, dysmenorrhoea, alopecia, abdominal pain, abdominal pain lower and back pain outcome was unknown and the hot flush, urinary tract infection and nausea had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, hot flush, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, urine analysis abnormal and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as she currently planning for essure removal. Earlier only salpingectomy mentioned for essure removal, in current pfs one side removal of fallopian tube has been mentioned. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: depression, anxiety, dysmenorrhea. Most recent follow-up information incorporated above includes: on 14-may-2019: plaintiff fact sheet received. Events left lower quadrant area pain, lower back area pain were added. Lot no. Was added. Treatment drugs were added. Reporter information was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain/pelvic area pain') in a 35-year-old female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, chills, flank pain, urine odour foul, lightheadedness, chest pain, cholelithiasis, back pain, bipolar disorder, panic attack, urinary incontinence, hot flashes, menses irregular, nausea, menstrual flow excessive, metrorrhagia, right lower quadrant pain, cough, shortness of breath, musculoskeletal pain, constipation and left lower quadrant pain. Concomitant products included gabapentin since 2016, lamotrigine, nabumetone, naproxen since september 2016, nsaids since 2009, paracetamol (acetaminophen) since 2009 and trazodone. On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and hot flush ("hot flashes"), 5 months 27 days after insertion of essure. On (B)(6)2011, the patient experienced nausea ("nausea"). On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain lower ("left lower quadrant area pain"). In september 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/anxiety"). On (B)(6)2016, the patient was found to have urine analysis abnormal ("infection (bladder/ urinary tract/vaginal) type:abnormal ua") and experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain") and back pain ("lower back area pain"). The patient was treated with alprazolam, duloxetine, lamotrigine (lamictal), lorazepam and surgery (sep-2016 salpingectomy due to complications from essure device-one side removal of fallopian tube). At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, urine analysis abnormal, depression, anxiety, dysmenorrhoea, alopecia, abdominal pain, abdominal pain lower and back pain outcome was unknown and the hot flush, urinary tract infection and nausea had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, hot flush, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, urine analysis abnormal and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as she currently planning for essure removal. Earlier only salpingectomy mentioned for essure removal, in current pfs one side removal of fallopian tube has been mentioned. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming :depression, anxiety, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain/pelvic area pain') in a 35-year-old female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal odor, vomiting and gallbladder inflammation. Concurrent conditions included abdominal pain, chills, flank pain, urine odour foul, lightheadedness, chest pain, cholelithiasis, back pain, bipolar disorder, panic attack, urinary incontinence, hot flashes, menses irregular, nausea, menstrual flow excessive, metrorrhagia, right lower quadrant pain, cough, shortness of breath, shoulder pain, constipation and left lower quadrant pain. Concomitant products included gabapentin since 2016, lamotrigine, nabumetone, naproxen since (B)(6) 2016, nsaids since 2009, paracetamol (acetaminophen) since 2009 and trazodone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)") and hot flush ("hot flashes"), 5 months 27 days after insertion of essure. On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain lower ("left lower quadrant area pain"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/anxiety"). On (B)(6) 2016, the patient was found to have urine analysis abnormal ("infection (bladder/ urinary tract/vaginal) type:abnormal ua") and experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), back pain ("lower back area pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with alprazolam, duloxetine, lamotrigine (lamictal), lorazepam and surgery ((B)(6) 2016 salpingectomy due to complications from essure device-one side removal of fallopian tube). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain and genital haemorrhage had resolved, the menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, urine analysis abnormal, depression, anxiety, dysmenorrhoea, alopecia, abdominal pain lower and post procedural complication outcome was unknown and the hot flush, urinary tract infection and nausea had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, hot flush, menstrual disorder, nausea, pelvic pain, post procedural complication, urinary tract infection, urine analysis abnormal and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as she currently planning for essure removal. Earlier only salpingectomy mentioned for essure removal, in current pfs one side removal of fallopian tube has been mentioned. Current weight 160 lbs. Patient received treatment for pain and bleeding. Insertion details-it appeared to be in the right position with a few coils seen beyond the ostia. The left side was then placed in the same way without difficulty diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming :depression, anxiety, dysmenorrhea. Lot number: 627304. Manufacturing date: 2008-05. Expiration date: 2010-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, chills, flank pain, urine odour foul, lightheadedness, chest pain, cholelithiasis, back pain, bipolar disorder, panic attack, urinary incontinence, hot flashes, menses irregular, nausea, menstrual flow excessive, metrorrhagia, right lower quadrant pain, cough, shortness of breath, musculoskeletal pain, constipation and left lower quadrant pain. Concomitant products included gabapentin, lamotrigine, nabumetone, naproxen, nsaids since 2009, paracetamol (acetaminophen) since 2009 and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced hot flush ("hot flashes") and nausea ("nausea"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"), 7 years 2 months after insertion of essure. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient was found to have urine analysis abnormal ("infection (bladder/ urinary tract/vaginal) type:abnormal ua") and experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a salpingectomy due to complications from essure device-one side removal of fallopian tube). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, urine analysis abnormal, depression, anxiety, dysmenorrhoea, alopecia and abdominal pain outcome was unknown and the hot flush, urinary tract infection and nausea had not resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, hot flush, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, urine analysis abnormal and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as she currently planning for essure removal. Earlier only salpingectomy mentioned for essure removal, in current pfs one side removal of fallopian tube has been mentioned. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical record confirming :depression, anxiety, dysmenorrhea. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received event " hair loss, abdominal pain" were added. Patient aka name was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain/pelvic area pain') in a 35-year-old female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal odor, vomiting and gallbladder inflammation. Concurrent conditions included abdominal pain, chills, flank pain, urine odour foul, lightheadedness, chest pain, cholelithiasis, back pain, bipolar disorder, panic attack, urinary incontinence, hot flashes, menses irregular, nausea, menstrual flow excessive, metrorrhagia, right lower quadrant pain, cough, shortness of breath, shoulder pain, constipation and left lower quadrant pain. Concomitant products included gabapentin since 2016, lamotrigine, nabumetone, naproxen since september 2016, nsaids since 2009, paracetamol (acetaminophen) since 2009 and trazodone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)") and hot flush ("hot flashes"), 5 months 27 days after insertion of essure. On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain lower ("left lower quadrant area pain"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/anxiety"). On (B)(6) 2016, the patient was found to have urine analysis abnormal ("infection (bladder/ urinary tract/vaginal) type:abnormal ua") and experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), back pain ("lower back area pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with alprazolam, duloxetine, lamotrigine (lamictal), lorazepam and surgery ((B)(6) 2016 salpingectomy due to complications from essure device-one side removal of fallopian tube). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain and genital haemorrhage had resolved, the menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, urine analysis abnormal, depression, anxiety, dysmenorrhoea, alopecia, abdominal pain lower and post procedural complication outcome was unknown and the hot flush, urinary tract infection and nausea had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, hot flush, menstrual disorder, nausea, pelvic pain, post procedural complication, urinary tract infection, urine analysis abnormal and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as she currently planning for essure removal. Earlier only salpingectomy mentioned for essure removal, in current pfs one side removal of fallopian tube has been mentioned. Current weight 160 lbs. Patient received treatment for pain and bleeding. Insertion details-it appeared to be in the right position with a few coils seen beyond the ostia. The left side was then placed in the same way without difficulty diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming :depression, anxiety, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received-new reporter, medical history, insertion details,were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, chills, flank pain, urine odour foul, lightheadedness, chest pain, cholelithiasis, back pain, bipolar disorder, panic attack, urinary incontinence, hot flashes, menses irregular, nausea, menstrual flow excessive, metrorrhagia, right lower quadrant pain, cough, shortness of breath, musculoskeletal pain, constipation and left lower quadrant pain. Concomitant products included nsaid's since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 7 years 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced urine analysis abnormal ("infection (bladder/ urinary tract/vaginal) type: abnormal ua"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent a salpingectomy due to complications from essure device-one side removal of fallopian tube). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, urine analysis abnormal, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urine analysis abnormal and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as she currently planning for essure removal. Earlier only salpingectomy mentioned for essure removal, in current pfs one side removal of fallopian tube has been mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.6 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: depression, anxiety, dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received. Reporter information updated. Concomitant condition, concomitant drug were added. Lab data were updated. Added event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (nos) updated with abnormal ua, depression and mental anguish, dysmenorrhea (cramping). Updated onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain/pelvic area pain') in a 35-year-old female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, chills, flank pain, urine odour foul, lightheadedness, chest pain, cholelithiasis, back pain, bipolar disorder, panic attack, urinary incontinence, hot flashes, menses irregular, nausea, menstrual flow excessive, metrorrhagia, right lower quadrant pain, cough, shortness of breath, musculoskeletal pain, constipation and left lower quadrant pain. Concomitant products included gabapentin since 2016, lamotrigine, nabumetone, naproxen since (B)(6) 2016, nsaids since 2009, paracetamol (acetaminophen) since 2009 and trazodone. On(B)(6)2009, the patient had essure inserted. On (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and hot flush ("hot flashes"), 5 months 27 days after insertion of essure. On (B)(6)2011, the patient experienced nausea ("nausea"). On (B)(6)-2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain lower ("left lower quadrant area pain"). In (B)(6)2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/anxiety"). On (B)(6)2016, the patient was found to have urine analysis abnormal ("infection (bladder/ urinary tract/vaginal) type:abnormal ua") and experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), back pain ("lower back area pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with alprazolam, duloxetine, lamotrigine (lamictal), lorazepam and surgery ((B)(6)2016 salpingectomy due to complications from essure device-one side removal of fallopian tube). Essure was removed on(B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, back pain and genital haemorrhage had resolved, the menstrual disorder, vaginal haemorrhage, menorrhagia, urine analysis abnormal, depression, anxiety, dysmenorrhoea, alopecia, abdominal pain lower and post procedural complication outcome was unknown and the hot flush, urinary tract infection and nausea had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, hot flush, menorrhagia, menstrual disorder, nausea, pelvic pain, post procedural complication, urinary tract infection, urine analysis abnormal and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as she currently planning for essure removal. Earlier only salpingectomy mentioned for essure removal, in current pfs one side removal of fallopian tube has been mentioned. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming :depression, anxiety, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif recieved. New events: gen. Abnormal bleeding, post procedural complication added. Outcome for pain and bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.